Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any adverse patient outcome? No. Device return status? On the way. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Events reported via 2210968-2022-06911, 2210968-2022-06912, 2210968-2022-06913, 2210968-2022-06914.

Event description:
It was reported that a patient underwent an unknown procedure and the suture was used. During surgery, the suture was torn during bypass procedure (vessel wall), after 1st - 2nd knot (1-2 tissue passages). In relation to the needle, the suture tore approximately in the middle. The suture was exchanged against same like product. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 10/6/2022 h6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with twenty-five unopened samples pertain to the product code ep8703h. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the pull force and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06911, 2210968-2022-06912, 2210968-2022-06913, 2210968-2022-06914, and 2210968-2022-06915.